Event description:
It was reported that the right ventricular (rv) lead had no capture and no sensing. Per the physician, the rv lead appeared to have perforated. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).